Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/13/2023, it was reported by a patient via phone that an allergic reaction occurred after a left foot reconstruction procedure on (B)(6) 2022. The patient has reported recurring hives, blister, redness, itchiness, and scarring in the incision site since the procedure. Per the patient, a swivelock and fibertak sutures were implanted; however, part numbers are unknown. Additional information received on 3/29/2023: arthrex mini suturetak anchors were also implanted during the procedure on (B)(6) 2022.

Manufacturer narrative:
Vivex¿s quality engineering team has completed an investigation on the allograft and determined that the donor¿s serology test results were non-reactive. Additionally, the donor¿s recovery cultures were acceptable for the terminal sterilization process. The manufacturing records for the allograft were reviewed and no discrepancies were observed during the manufacturing process. The allograft was subjected to a validated electron beam terminal sterilization process and all acceptance criteria were met. Lastly, environmental monitoring culture testing was reviewed for the period when the allograft was processed, and the results were also found to be acceptable. Based on the outcome of this investigation, our medical director determined there are no indications that the allograft was the source of the adverse reaction experienced by the patient.